Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump alarmed for unexpected restart. Customer¿s blood glucose was 15mmol/l at time of incident. Customer performed troubleshoot for issue but insulin pump alarmed again for unexpected restart. Insulin pump will not be return for analysis.